Event description:
It was reported that there was an error code 45986. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 1/23/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection during analysis. The customer reported complaint confirmed. It was found that the device's upstream occlusion(uso) seal was buckling and downstream occlusion(dso) seal was cracked. Both uso and dso seal was replaced.